Manufacturer narrative:
Investigation found that pump showed impact bent platen to aside and could not adjust. Platen was replaced to resolve the issue.

Event description:
Info received indicates that pump's platen is bent.